Event description:
Reportable malfunction: on 11 august 1999, novo nordisk a/s received a novopen 3 device with the following complaint: "pen is defective." There was no indication of an adverse event. On 25 august 1999, novo nordisk established that the collar on the piston rod nut was broken off. The device was tested for nose accuracy at dose sizes of 2, 5, 10 and 20 iu(1 iu = 10mg). Conclusion- the fault "collar on piston rob nut broken off" has been evaluated as a reportable malfunction.